Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim display screen. A test screen was installed and displayed properly. Additionally, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.